Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for audio anomaly. The customer¿s blood glucose was 113 mg/dl at the time of the incident. Customer stated that during the self-test the pump tone test did not give out any tones. Customer reports they are having trouble hearing the beeps. Suggested increasing the audio volume. Customer agreed to increase the audio volume. Assisted customer in increasing audio volume. Assisted in performing self-test. Customer reports the pump did not beep during the tone test. Advise that the pump will need to be replaced. Advise to revert to backup plan per healthcare providers' instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, and displacement test. Insulin pump had no audio tones during the self-test due to an open coil, on printed circuit board.